Event description:
Pt reported experiencing elevated blood glucose of "hi" on blood glucose meter (generally >500 mg/dl). His physician recommended blood glucose level was 100 mg/dl. He indicated that he administered 5-6 "average" boluses to reduce his blood glucose level, but it remained "hi". Pt stated that his eyes were throbbing. Pt went to the hosp and was given an insulin IV and was given something to eat to prevent his blood glucose from dropping too low. At time of discharge, pt's blood glucose was 104 mg/ml. Hosp informed pt that his temperature was above normal and he might have been fighting an infection. He disconnected from the device through the night and reconnected the next morning. Pt's blood glucose rose to 445 mg/dl that afternoon. He administered an 8 unit bolus, reducing his blood glucose to 300 mg/dl. Product was requested to be returned for eval.